Manufacturer narrative:
The physician reported that a deployed 6 x 150mm 120/150 smart iliac stent lengthened to approximately 180mm. The event was treated with the placement of another self-expanding stent with no reported patient injury. The event involved a 92 year old female who was undergoing a percutaneous transluminal intervention in a target lesion in her left superficial femoral artery that was described as a chronic total occlusion, heavily calcified and slightly tortuous. The lesion was pre-dilated with a 4mm non-cordis balloon with a residual stenosis of 70%. The site reported that the device had been stored, handled, inspected and prepped according to the instructions for use (IFU). Nothing unusual was noted about the stent delivery system (sds) prior to use. No difficulty was experienced while advancing or tracking the sds towards the lesion and the sds did not have to pass through a previously deployed stent. No unusual force was used at any time during the procedure. Once deployed, the physician noted that the 6 x 150mm stent appeared to have lengthened to 180mm. The stent had not fully expanded and did not have good wall apposition. The physician reported that the stent had likely been deployed within the sub-intimal channel between the bifurcation of the common femoral artery and the distal popliteal or that the physician may have had difficulty with the pin and pull technique. The event was treated with the placement of another smart stent. This stent was then post-dilated with the same 4mm non-cordis balloon for a residual stenosis of 15-20% with no reported patient injury. Attempts to obtain films of the procedure have been unsuccessful. The product was not returned for evaluation. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) warn that the safety and effectiveness of the smart iliac stents has not been demonstrated in patients with lesions that are either totally or densely calcified. It further instructs that fractures of the stent may occur and includes information that may also occur with the use of multiple overlapping stents. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review, there are vessel characteristics (calcification and tortuosity) and procedural factors (sds within the sub-intimal space and difficulty with pin and pull technique) that may have contributed to the event reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the lot number is 17260978. The product was stored, handled, inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The lesion was cto prior to balloon angioplasty. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. A 5x100 armada abbott vascular balloon catheter was used for pre-dilatation. The percentage of stenosis after pre-dilatation was 70% diffusely throughout the length of the vessel. The sds did not have to pass through a previously placed stent. The stent did not fully expand with good wall apposition and chose the stent the inside of the smart stent prior to ballooning. The same size armada balloon was used. The percentage of stenosis after post dilation was 15-20%. Live films of the procedure showing the deployment cannot be obtained. The patient is doing well post procedure with no further issues noted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Unverified lot number is (7260978). The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a left sfa pta and stenting procedure, the physician reported that a 6x150 smart iliac sfa stent stretched in the artery and lengthened to approximately 180mm. The stretched area was treated with placement of another self-expanding stent inside. There were no patient complications or issues. There was heavy calcification and slight vessel tortuosity. It is likely there was a sub-intimal channel from the bifurcation of the common the femoral artery to the distal popliteal. The lumen was dilated with 4mm pta balloon prior to stenting. Attempts are being made to obtain an image of the stent for records. The sales representative indicated there is some question about the physicians steadiness of his pin and pull technique.